Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. The units of measure used for the troponin t test were asked for, but not provided. The sample initially resulted with a troponin t value of 837.30. The sample was repeated twice on (B)(6) 2019, resulting with troponin t values of 67.69 and 65.34. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 345888. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The calibration data, qc data, and analyzer alarm trace showed no indication of an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The unit of measure used for the troponin t assay was ng/l.